Manufacturer narrative:
It was reported that a hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. Without definitive part and lot numbers a complaint history review cannot be performed for the head and sleeve. Without the lot numbers, a full complaint history cannot be performed for the devices involved. A complaint history review was performed using the 74122156 part number. Other complaints were identified for bhr cup part. However, as the reason for revision surgery was not provided, it cannot be confirmed whether the identified complaints are similar. As no device part and batch numbers were provided for investigation, a manufacturing record review, device labelling / IFU review and risk management review could not be performed. If more information is received, this investigation will be reopened. Smith and nephew has not received the device/adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery was performed on (B)(6) 2020. The revision surgery was performed due to unknown reasons. The patient outcome is unknown.